Manufacturer narrative:
Manufacturer ref no: (B)(4). The device was not returned to baxter for evaluation and therefore an evaluation could not be completed. If the device is returned, an evaluation will be completed and a supplemental report will be submitted.

Event description:
It was reported that a pump alarmed for a system error 322. The alarm occurred during an operational check and the device was used only for testing purposes. There was no patient involvement.